Event description:
A (B)(6) old male patient called zoll customer support to report that his belt had gelled. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gelled belt) was confirmed. Upon investigation the belt gelled due to an artifact event. The artifact event was caused by a defective transistor q1 and capacitors c2 and c5 in ECG "d", causing the electrode to read a low voltage. The root cause of the defective transistor and capacitors could not be positively identified. No adverse event resulted from the defective q1 transistor and capacitors c2 and c5 in ECG "d". The patient received a replacement electrode belt.